Event description:
It was reported that non pacer dependent patient's atrial and right ventricular leads exhibited noise. Patient experienced pocket stimulation. The noise was present in bipolar and unipolar configurations, and could not be reproduced in clinic. The system was extracted and replaced on (B)(6) 2017. During the procedure, subclavicular crash was observed on both leads. Patient was stable during and after the procedure.

Manufacturer narrative:
Final analysis found lead insulation degradation at 23.0 cm from the connector pin. This contributed to the reported noise. All other damages found were sustained during the surgical procedure.

Manufacturer narrative:
The previously reported patient code: (B)(4) was incorrect. The correct patient code is (B)(4).